Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false negative result was obtained by the laboratory personnel. A gram stain was used to confirm the result as a false negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false negative bloodculture this is the 2nd complaint about a false negative bloodculture. Bactec fx detected a anaerobic bc-bootle as a false negative. The gram preparation clearly shows cocci and a staphylococcus pettenkoferi has grown. The customer has within two month two bloodcultures discovered, which were detected as falsce negative. From today, the customer will check all anaerobic blood cultures from the affected device. Update from task: the result was not reported, no patient impact.

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false negative result was obtained by the laboratory personnel. A gram stain was used to confirm the result as a false negative. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false negative bloodculture: this is the 2nd complaint about a false negative bloodculture. Bactec fx detected a anaerobic bc-bootle as a false negative. The gram preparation clearly shows cocci and a staphylococcus pettenkoferi has grown. The customer has within two month two bloodcultures discovered, which were detected as falsce negative. From today, the customer will check all anaerobic blood cultures from the affected device. Update from task: the result was not reported, no patient impact."